Event description:
New information received indicated that the anomaly was discovered through remote monitoring and device vibratory alert. The asymptomatic patient was brought to the clinic and normal device operation was restored successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operations. The device remained implanted and the patient was reported to be in stable condition during this event. No further information was reported.